Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 170 mg/dl. Customer advised they were checking their blood glucose level and the screen went blank. Troubleshooting for blank display was performed. Customer advised the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was monitored for several days and no blank display was noted. The pump passed all operating currents. The pump tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a broken reservoir tube lip, a cracked reservoir tube, a cracked case near the display window corners, and a missing end cap sticker.